Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular connectors of the external pulse generator (epg) were broken. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the connectors were confirmed to be broken. Battery drawer was found to be broken. Display wire was found to be pinched, with insulation intact. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.